Event description:
It was reported that a spectrum v6 infusion pumps had both over infusion and under infusion while infusing epinephrine and fentanyl. This occurred during patient therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h6, h11: the device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.